Event description:
The customer reported that results on a single pt sample obtained from a vitros 350 chemistry system were associated with the incorrect pt name. The vitros 350 results were not reported, and there were no reports of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
Investigation into this event determined that the customer has re-used sample ID's in the past. The customer was referred to and was aware of ocd technical bulletin (B)(4)pertaining to the re-use of sample ID's. The customer has a policy of routinely deleting sample ID's in the vitros 350 and in their lab automation system. The root cause of this event is user error.